Manufacturer narrative:
(B)(4). Concomitant medical products: 150388 - oss porous im stem - 427060, 150464 - oss 3cm diaphysel segment - 119830, 150493 - oss reinforced yoke - 293590, 150477 - oss poly femoral bushings - 869290, 130615 - intramedullary plug xl - 372180, 150480 - oss axle - 171210, 150476 - oss poly tibial bushing - 783180, 150411 - oss tibial poly bearing 14mm - 274210, 150510 - oss poly bumper lock pin - 747270, 110035368 - biomet bc r 1x40 us - 927baa2502. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01387.

Event description:
It was reported patient underwent a left knee revision approximately 10 months post implantation due to a loose porous stem and femoral component.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.